Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the needle never deployed the cannula into the skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed, indicating a needle mechanism failure. The patient¿s mother stopped attempting to apply the pod and treated the patient with insulin pen injections. The patient was given insulin pens to take to school, and while the patient was at school, their blood glucose level rose to 430 mg/dl requiring a visit to the hospital where they were treated with intravenous fluids for ketones. The pod was not being worn at the time of the event, the patient was being treated with insulin injections via a pen.